Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Pump underwent functional testing; the customer's stated problem was verified as device was unable to complete power up. Further investigation of the pump found that the pwa board was defective. The problem source was determined to be unknown, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical cadd ms3 infusion pump reboots intermittently during testing. No patient involvement.